Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The device was given functional testing and found to meet with specifications. The reported issue could not be confirmed during testing or during examination of the event history log.

Event description:
Information was received indicating that a smiths cadd-legacy® 1 displayed a constant alarm with no error message. The patient used the backup pump to resume therapy as the infusion was life sustaining. There was no reported injury to the patient.